Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during the removal of an unknown osteosynthesis plate, the surgeon experienced difficulty removing the unknown locking screws. The surgeon had to use tungsten drill bits to aid in the removal of the screws. Metal fragments may have been generated in the wound during the drilling process. The unknown plate and screws were implanted at the distal tibia on an unknown date, approximately two years previous to this report date. The hardware was successfully explanted, however, it is unknown if there was a delay in surgery due to the reported difficulty removing the screws. Additional information and clarification have been requested. This report is for an unknown quantity of unknown locking screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information was not provided by reporter. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. Date of implant is unknown but was reported as approximately two years prior to (B)(6) 2015. (B)(6). (B)(4). Additional medical intervention needed to remove screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.